Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high pacing impedance measurements. The ra lead was not used and replaced. The patient was in stable condition.